Manufacturer narrative:
Pump received with cracked glass and bleeding lcd. Unable to test rewind, basic occlusion, occlusion, prime, system sensor, excessive no delivery test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is cracked and the display screen is unreadable. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting advised customer to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.